Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (471 mg/dl). Customer declined troubleshooting and stated elevated blood glucose levels are due to just eating a meal. Customer delivered an injection to stabilize blood glucose levels.